Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure, no sample was returned for evaluation, and medical records are not available. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Attorney alleges the patient underwent surgery for lysis of adhesions; adhesions are a known risk of surgery and is listed as a possible complication in the instructions-for-use. Based on the limited information provided at this time, no conclusions can be made between the bard/davol 3dmax device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: (B)(6) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: the (B)(6) 2015 - the patient underwent surgery for a laparoscopic right inguinal hernia with implant of an unspecified bard/davol 3dmax. The (B)(6) 2015 - the patient underwent a laparoscopic lysis of adhesions with conversion to open lysis of adhesions and small bowel resection. The patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".